Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Product ID 3550-p4 lot# n329990n01, implanted: 2012 (B)(6); product type accessory product ID 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had ¿terrible back pain¿ since her knee surgery. It was noted that the patient could not stand up straight and was leaning to the left. It was noted that the patient was told that ¿her spinal cord was kind of pointy and the thing kind of slides to the left.¿ it was further noted that the patient had an appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.